Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2015. They underwent left knee revision surgery on (B)(6) 2022, approximately 7 years 4 months after their initial procedure. Post operative diagnosis indicates polyethylene insert wear, patellar button poly wear, evolving femoral component loosening/debonding, and mild global instability, synovitis, and large joint effusion. The knee had mild to moderate laxity to varus and valgus stress in both full extension, as well as mid and deep flexion. The synovial lining was thickened and contained copious amounts of the bead-like projections consistent with particle disease. The indwelling polyethylene insert had extensive pitting and delamination, as well as thinning consistent with polyethylene wear. The indwelling femoral component was found to be loose and debonded from the underlying femur and was extracted with very minimal effort. The tibial baseplate was well fixed on vigorous testing. The patellar button exhibited macroscopic delamination and damage, particularly centrally and was also revised. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.